Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was to be used to deliver an unspecified volume of normal saline at an unspecified rate. It was reported that approximately 20-30 minutes after the tubing set was primed prior to patient use, an unspecified volume of solution leaked from the air filter at the distal end of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.